Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have on blades broken at the base. A piece approximately 0.074" x 0.450" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the harmonic ace blade fractured, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved while under the endoscope and all fragments were confirmed to be retrieved. There was no additional procedure or post-operative test performed. The surgeon believes the issue was caused by a product quality problem. The instrument was inspected prior to use with no damage observed. The issue occurred shortly after the surgery began. The customer was using the instrument for dissecting when the break occurred. There were no issues with functionality and no instrument collision during the procedure. The instrument was no removed during the procedure prior to the break. Upon final removal of the instrument, there was no resistance through the cannula, no damage to the cannula, and no further damage to the instrument. There was no further injury to the patient and the patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Review of the provided image was consistent with the fractured blade.